Manufacturer narrative:
This device is used for treatment, not diagnosis. The lvis jr. Device is intended for use with embolic coils for the treatment of intracranial neurovascular diseases. Use of the lvis jr. Device is contraindicated under these circumstances: patients in whom anticoagulant, antiplatelet therapy or thrombolytic drugs are contraindicated; patients with known hypersensitivity to nickel-titanium; patients with anatomy that does not permit passage or deployment. Per the instructions for use, possible complications include but are not limited to the following: bleeding or hemorrhage including intracerebral, retroperitoneal or other locations complications of arterial puncture including pain, local bleeding (hematoma) or injury to the artery or adjacent nerves, device migration, distal embolization, headache, incomplete aneurysm occlusion, neurologic deficits including stroke and/or death, perforation or dissection of the vessel(s), pseudoaneurysm formation, rupture or perforation of aneurysm, transient ischemic attack (tia) or ischemic stroke, vasospasm, vessel occlusion, vessel stenosis or thrombosis. The devices involved in this incident were not returned as they remain within the patient. The root cause of this complaint cannot be determined; however, there was no report or information indicating a device malfunction occurred. No report was made of issue with the devices, coils or the aneurysm. No evidence of rupture, hemorrhage, migration, stenosis, kinking or narrowing was reported. The patient's elevated pru value may have been the contributing factor of the patient's outcome following the discharge after post-op day #1. (B)(4). This is 1 of 2 reports, reference 2032493-2015-00134 (b(4).

Event description:
It was reported that a coiling treatment of an uncomplicated "y" stent basilar apex aneurysm was performed. Pre-procedurally, the patient had a pru value of 155 and was therapeutic. The patient was discharged on day #1 postoperatively and was reported in excellent neurologic condition. The following day, the patient collapsed, and she was taken to another outside hospital, where a CT scan demonstrated no evidence of acute intracranial hemorrhage and no evidence of evolving stroke. She had agonal respirations and symptoms of basilar artery thrombosis. She was intubated for airway protection and was deeply comatose with mid-fixed pupils. She was given intravenous t-pa and flown to the catheterization laboratory. An emergent catheter based diagnostic angiogram disclosed the presence of a small left distal occipital artery embolus was there was some periabeurysmal thrombus at the base of the aneurysm, consistent with acute thrombus with partial lysis. Intra-arterial integrillin was given to release of the residual thrombus and the patient was managed with antihypertensive therapy and mechanical ventilation. Post procedurally she appeared at her baseline neurologically, which was deeply comatose, non-reactive pupils, with minimal reflexive reactions. She was intubated, critically ill on the ventilator, and was admitted to the intensive care unit.